Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in thailand. It was reported that the rotaflow console cannot charge the batteries and the error message ¿head error¿ occurred on the rotaflow console during routine check when adjusting the rpm to more than 1000. During the investigation by the getinge field service technician it was detected that the rf power supply pcba board is broken and that the device was unable to charge the battery. No patient was involved. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop therefore, a report is required. The affected rotaflow console s/n (B)(6) and the rotaflow drive s/n (B)(6) was investigated by a getinge field service technician and the technician was able to reproduce the reported failures. The mcp00702711#power supply board for rfc (article number 701011675) and the battery pack with fuse (article number 70101.7188) have been replaced on the rotaflow console to fix the battery failure. According to the ssu (sales and service unit) dated on 2024-12-02 the customer confirmed not to order any repair of the rotaflow console and drive at this time regarding the reported failure "head error". Based on the investigation results the reported failures "battery cannot be charged" and "head error" could be confirmed. The "head error" is most probably caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce) and the reported failure was caused most probably by a defect diode d6 on the power supply board that led to the reported failure. Rotaflow console: a review of non-conformities was performed on 2024-04-30, and during the time from 2019-01-24 to 2024-04-26 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2019-01-24. Rotaflow drive: a review of non-conformities was performed on 2024-04-30, and during the time from 2018-05-09 to 2024-04-26 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2018-05-09. For the affected serial numbers within the timeframe of the search no additional complaints were found for the same issue. In order to avoid reoccurrence of the reported failure "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in thailand. It was reported that the rotaflow console cannot charge the battery. Furthermore, it was reported that the error message ¿head error¿ occurred on the rotaflow console during routine check by the getinge field service technician when adjusting the rpm (revolution per minute) to more than 1000. During the investigation by the getinge field service technician the rf power supply pcba board was detected as defective and needs to be replaced. No patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.